Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. The information was received on january 18, 2013, and it was noted that there was oversensing on the ra leads. There is no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).